Manufacturer narrative:
A ge representative evaluated the system, and repaired a broken wire, and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported the system will boot up, but not make x-rays, and the vertical lift does not work. No pt injury was reported.